Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy main full-height drawer was unable to release or recover its pockets. After several attempts and further troubleshooting, the field service engineer (fse) decided to replace the entire drawer. All pockets were removed from the old drawer and installed into the new drawer. The station was rebooted, the firmware was upgraded, and a test application was executed, with all tests completing successfully. The user was able to access and install new pockets onto main full-height drawer 5. All tests were completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient specific medication draw located within the tower, and nursing was unable to access it the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.